Event description:
Caller noted that the patients device was pacing/firing odly around 100bpm and they wanted someone to come check it out. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).